Event description:
It was reported that the pt did not feel like the pump was working after five years. The pt had noticed increased pain, weight pain and depression. The pump was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).